Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found a leak in one of the tubes of the washing station. He replaced this tube and verified its movement and position. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phosphorus, glucose, alkaline phosphatase, and creatine kinase results from three patient samples tested on the cobas 8000 c702 module. Sample 1 phosphorus the initial result from the module was 13.4 mg/dl. The repeat result from another cobas module was 4.3 mg/dl. This repeat result was deemed correct.  Sample 2 glucose the initial result from the module was 673 mg/dll. The repeat result from the module was 97 mg/dl. Alkaline phosphatase the initial result from the module was 408 iu/l. The repeat result from the module was 83 iu/l. Sample 3 creatine kinase the initial result from the module was 3335 iu/l. The first repeat result from another cobas module was 125 iu/l. The second repeat from the module result was 193 iu/l. The initial results were not reported outside of the laboratory.